Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When plugged into a power source, the pump did not recognize the power source and would not charge. There was no reported impact to the customer's blood glucose level. In addition, the customer reported that the pump battery gauge increased from 70% to 100%. Tandem technical support advised the customer that the pump would need to be replaced. However, the customer decline the replacement pump.